Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th june 2026, it was reported by an arthrex employee via email that for an ar-1915ft, suture anchor,corkscrew® ft with two #0 fiberwire®, each with two diamond point needles, and guide wire 3.5 x 10 mm, when the implant was inserted into the bone hole and the inserter (a screwdriver-like device included in the same product number, into which the implant is initially loaded) was turned, the tip of the inserter's shaft broke off. This was detected during use in an achilles tendon rupture repair procedure on the calcaneus on (B)(6) 2026. The procedure was completed successfully. The broken piece remained inside the screw and could not be removed, so it is still present in the patient's body. No significant surgery delay reported. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown. Adverse patient effect (foreign object remained in the patient) has been reported during or following the procedure due to this issue.